Manufacturer narrative:
Failure analysis revealed that the pump did not have an audible tone due to broken transducer wire. However, the device passed the seat, rewind, and occlusion tests.

Event description:
The customer reported having an alarm. Troubleshooting was performed. The device passed the high-pressure test with specifications. In addition a fixed prime test was performed and passed.